Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The blood glucose level of the customer was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The motor arm cannot communicate with the main arm and software error found in the pump history due to software error. The insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.